Event description:
The customer's mother reported that she was taking her son to the doctor's office due to high bg readings. She had checked his levels using the pdm, which read 311mg/dl. Levels were again checked five minutes later with a back-up meter, which read 243 mg/dl. She "does not know why his bg's are high at 311mg/dl" and was therefore taking him to the doctor's. The treatment received while at the doctor's office was not provided. The pdm will not be returned for eval. Note: the mother stated that "she did not think the pod was delivering insulin." She had checked the pdm "and it did show he was receiving his insulin", though her son's bg levels was "up again." The pod associated with this event was not returned for eval.

Manufacturer narrative:
The pdm will not be returned for eval. We are unable to test the functionality of the bg meter to determine the accuracy of bg readings. Based on the info provided in the report, we are unable to conclude that a device malfunction may have caused or contributed to erroneous bg readings, resulting in the customer's visit to the doctor. By checking bg readings against a back-up meter, user guide instructions were properly followed. A review of the lot qualification records was unable to be performed as no lot number was provided. Without the pdm returned for eval, the accuracy of bg readings cannot be determined. No conclusion can be drawn.